Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient felt like the battery was cycling at implant but the sensation went away soon after. This issue started after implant in 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.